Event description:
The customer received a questionable troponin t result for one sample from a patient drawn for serial cardiac testing. All other samples were repeated and no differences were found. The result from a sample drawn (B)(6) 2012 at 10:34 am was 0.08 ng/ml with a data flag. The result from a sample drawn (B)(6) 2012 at 04:35 pm was 0.08 ng/ml with a data flag. The result from a sample drawn (B)(6) 2012 at 10:35 pm was 0.212 ng/ml with a data flag. The result from a sample drawn (B)(6) 2012 at 06:40 am was 0.086 (0.09) ng/ml with a data flag. The result of 0.212 ng/ml was questioned and the sample was repeated. From the original primary tube, the result was 0.102 ng/ml with a data flag and from the original aliquot of the sample the result was 0.103 ng/ml with a data flag. The repeat result was believed to be correct and a corrected report was sent. The patient was not treated based on the result, but a repeat EKG and additional troponin t testing was performed on (B)(6) 2012 due to the elevated result. The troponin t reagent lot number was 16887901 with an expiration date of 08/31/2013. The field service representative was unable to determine a cause and could not duplicate the problem. He verified the analyzer operation by running performance testing with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not identify a specific root cause. It was noted the customer was not following the tube manufacturer's specifications for tube handling.